Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump stopped all insulin delivery. There was no pt involvement, as the issue occurred during setup of the pump and had not been used on the customer at the time of the reported event.